Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the insulin pump had excessive no delivery alarms. The father stated the alarm would occur during the night and during basal deliveries. The customer's blood glucose was 400 mg/dl at the time of incident. The father also reported insulin could not be pushed through the reservoir. The father also reported that no delivery alarm occurred after an infusion set change. The insulin pump will not be returned for analysis.